Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a false elective replacement indicator (eri) alert. It was suspected that there may have been a power on reset (por). The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.